Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: what is the product code for the powered circular that was used in the case? Cdh29p. What is the lot number? Unknown. What were the indications for surgery? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Unknown. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? Yes. The donuts were complete. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? No. What is the current status of the patient? Patient is doing fine. Patient has a diverting ostomy. Were there any issues experienced with the device in the initial surgical procedure? Per the surgeon, the stapler worked fine/perfect. Was a leak test performed? Yes. There was no air leak during the test intraoperatively was the staple line visualized endoscopically during the initial surgical procedure? No. How was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? They could not identify the leak but knew/thought there was a leak because there was air in the abdomen. Were there any issues noted with staple formation at any point throughout the care of the patient? No. How was the leak addressed? Diverting ostomy. What is the current patient status? Patient is doing fine. Awaiting surgery to reverse the ostomy.

Event description:
It was reported that the doctor performed a sigmoid colectomy with a powered circular stapler on an unknown date. The patient returned 8 days later with an anastomotic leak.